Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The physician placed the ligator onto the scope as usual where there was no difficulty experienced upon setting up the device. During the procedure, the physician rotated the handle trying to deploy a band and heard multiple clicks; however, the bands did not deploy off of the ligator. The scope was removed along with the device and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.